Event description:
It was reported via repair work order that the cross brace that connects the height adjustment racks was bent, which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.